Event description:
It was reported that this pacemaker system recorded a signal artifact monitor (sam) episode caused by minute ventilation (mv) signal oversensing, which was related to a lead safety switch due to high out of range impedances measuring above 3000 ohms on the right atrial (ra) lead channel. Technical services (ts) was consulted and further in office evaluation of the lead was recommended. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this pacemaker system recorded a signal artifact monitor (sam) episode caused by minute ventilation (mv) signal oversensing, which was related to a lead safety switch due to high out of range impedances measuring above 3000 ohms on the right atrial (ra) lead channel. Technical services (ts) was consulted and further in office evaluation of the lead was recommended. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.